Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) is not receiving effective therapy from their dbs system. Diagnostic testing revealed all four contacts on the right lead have impedance of >3000 ohms and the message 'maximum output reached' was displayed. An x-ray was taken, but the results were inconclusive. Surgical intervention is planned to address the issue.